Event description:
It was reported that the 9800 system had a charger failure error in the digital spot mode and dark images. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The transformer was re-tapped to increase the voltage and the filament was calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.